Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips and nasogenic wrinkles with juvéderm® volift¿ with lidocaine. Five days later, the patient developed a ¿suspected ischemia¿ in the injected area. No other information was provided. The symptoms are ongoing.